Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. No information regarding the cassette device products was found during the review. As no information was found regarding the lot number, a device history review was unable to be performed.

Event description:
Additional information received from clinic indicated that the patient completed treatment via continuous ambulatory peritoneal dialysis. There were no adverse events or medical intervention required for the reported event.